Manufacturer narrative:
Concomitant medical products and therapy date detail of product. Item number unknown, item name unknown cup hip, lot # unknown. The manufacturer received x-rays and other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
It was reported that revision surgery is planned due to periprosthetic bone fracture.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: during an inquiry to identify a cup based on four x-rays, a periprosthetic fracture was identified on those x-rays. Review of received data: -due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: four undated x-rays have been received. On x-ray (1) to x-ray (3) a periprosthetic fracture can be seen below the lesser trochanter which has been fixed with a cerclage wire below the lesser trochanter. On x-ray (1) to x-ray (4) also a fracture at the greater trochanter is visible, which has been fixed with a cerclage wire in x-ray (4); however, visible change in position of the greater trochanter and the proximal cerclage wire in x-ray (1) to x-ray (3). Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: during an inquiry to identify a cup based on four x-rays, a periprosthetic fracture was identified on those x-rays. The x-ray images show periprosthetic fractures fixed with cerclage wires with visible change in position of the greater trochanter and the proximal cerclage wire. On neither of the four x-rays a product issue related to the stem could be identified. Based on the unknown date of recording of these x-ray images and due to unknown course of events no detailed investigation could be performed. Based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the four x-ray images it is possible that the reattachment of the bone fragments using cerclage wires failed, however due to significant lack of information no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).